Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic right hemicolectomy circular anastomosis, the surgeon pressed the safety button to push the grip to activate normally but stitches were poorly formed. The anastomosis was closed by manual sewing.